Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during fill tubing process. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the piston would not stop after reservoir contact. The customer was advised to change the infusion set. The customer stated that they were able to complete load reservoir process. The insulin pump will be returned for analysis.